Manufacturer narrative:
On 27-aug-2015, a medtronic representative went to the site to test the equipment and a system error was confirmed. Removed covers and physically moved upper blade assembly, then cycled re-home sequence through a smart terminal with no issue. The imaging system then passed the system checkout and was found to be fully functional. A new collimating assembly was ordered for subsequent replacement. The collimator assembly was returned to the manufacturer for analysis, but the reported issue "error initializing collimator" could not be confirmed. The collimator was installed in a similar imaging system and functioned as expected. It was noted that a prior on-site adjustment was made to the blade assembly to regain proper movement. No problems found. (B)(4).

Event description:
A medtronic representative reported that the imaging system displayed an "error initializing collimator message during a facial reconstruction procedure. The system was re-booted twice and the umbilical cable was re-seated, but this did not resolve the issue. Further trouble-shooting entailed making a minor adjustment to the system, which resolved the issue. The surgeon was able to complete the procedure with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.